Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker system reported feeling unwell since his device replacement and his heart rate was getting low. It was also noted that the patient had frequent premature ventricular contractions (pvcs). Upon review, there was less ectopy observed with his intrinsic rhythm, however with pacing, non-conducted premature atrial contractions (pacs) were coming through. Additionally, there was some crosschamber blanking of pvcs. Technical services (ts) reviewed troubleshooting options and programming considerations. The patient was brought to the clinic to reprogram his device to his previous settings, which included turning off rythmiq. This pacemaker remains in service. No additional adverse patient effects were reported.